Manufacturer narrative:
It was reported that a patient was implanted with a stalif c device. Patient had ongoing pain and no symptom relief. It was found that there was non-union at the level and fusion had not occurred. A second surgeon removed the stalif c device on (B)(6) 2023 and replaced it with a multi-level cage system. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints was found to be at a level where the clinical benefits outweigh the risks. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to an acceptable level. The implant was not returned for evaluation following the removal, an pre-removal x-ray was provided for review. There were no anomalies associated with the complaint identified during the investigation. According to the removing surgeon, the implant was removed due to non-union. This submission is 1 of 1 devices involved in this event.

Event description:
Patient was implanted with a stalif c device at an unknown time. Patient had ongoing pain and no symptom relief. It was found that there was non-union at the level and fusion had not occurred. Second surgeon completed removal of the stalif c device on (B)(6) 2023, and replaced it with a multi-level cage system.